Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the pressure regulator to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer that during patient use, the e360 ventilator generated an abnormal noise at the respiration time. It was generated from the pressure regulator, and the ventilator did not stop cycling. However, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The replaced pressure regulator was received for investigation. Visual inspection found no abnormalities. Functionality tests were performed by installing the regulator onto a test ventilator and it was allowed to ventilate for over 24 hours. No abnormal noises were observed coming from the regulator. The customer reported malfunction was not duplicated, and it could not be verified.